Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the cord appears to get frayed very easily and it does not pick up the signal as well as our current probes. The probe has disconnected from cord 4 times, also if probe is bent or folded over monitor will not read and will continue to alarm. There was a low reading with an active toddler. No consequences or impact to patient were reported.